Event description:
It was reported that, noise resulting in oversensing was observed on the right atrial (ra) lead. Ra lead insulation damage was suspected but not confirmed. Diagnostic imaging was performed; no anomalies were noted. The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of noise and material integrity problem were confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the exposed outer coil at the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.